Event description:
Additional information received reported the cause of the event was dislodged leads. It was also noted there was normal battery depletion. It was reported the patient felt stimulation but it quickly disappeared. The patient's implantable neurostimulator (ins), lead, and extension were explanted. A new lead and ins were placed "after obtaining good motor and sensory response in 3/4 leads." The patient did not require hospitalization due to the event.

Event description:
It was reported that the patient never had therapeutic effect. The trial worked "perfectly", but the implant "never worked." The patient's doctor told her that her x-ray was a "mess." The patient was pursuing having her device replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v013717, implanted: (B)(6) 2007, product type lead product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type extension product ID 3031a, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Manufacturer narrative:
Product ID, 3889-28 lot# v013717, implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3095-10 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).